Manufacturer narrative:
Customer/account has not requested a service call. Summit pipetter will be evaluated on next service request. Customer/account is aware of the pipetter's intermittent failure to dispense sample/reagent and to alarm.